Event description:
It was reported that the patient was experiencing pus and drainage at the ipg site. The patient underwent surgical intervention wherein the ipg was replaced and relocated, which resolved the issue.